Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the infusion set tubbing was detached from tubing connector. The patient reports that the infusion set tubing came apart. The infusion set was in use since last 3 days. The infusion set was used on back hip. No further information was available.